Event description:
The reporter stated the surgeon had a difficult time advancing the iol through the cartridge and the iol felt tight. The injector plunger overrode and tore the iol but the tear was not noticed until the iol was inserted into the pt's eye. The surgeon felt the iol tear was small and appeared not to affect the pt's vision, so decided to leave the iol in the pt's eye. The iol remains implanted with no pt problem or injury. The surgeon felt the cartridge was the cause of the iol tear.

Manufacturer narrative:
Eval: method - (other): cartridge lot number search. Results - (other): a cartridge lot number search was performed and no similar complaint found.